Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture was confirmed. The difficulty removing and resistance was not tested due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. The investigation determined that the reported balloon rupture, resistance, difficulty removing, and noted separation were likely due to circumstances of the procedure. It is likely that the resistance during advancement and balloon rupture was the result of interaction with the previously implanted stent. There were no leaks reported during preparation, suggesting that the damage was not pre-existing. In addition, the reported difficulty during removal and separation of the inner member was likely the result of the ruptured balloon material catching on the introducer sheath during removal causing the balloon material to tear and inner member to separate. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the right subclavian artery. The 7x40mm armada balloon dilatation catheter (bdc) was advanced to the target lesion and resistance was noted with a stent that had been implanted in a previous procedure. The balloon was inflated twice to nominal pressure at (6 atmospheres); however, the balloon ruptured during the 2nd inflation. During removal of the bdc it was noted that the proximal end of the balloon was inside sheath, but the distal end remained out of the sheath. Therefore, the bdc and sheath had to be removed as a single unit. The procedure was completed with a non-compliant balloon. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.